Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through through review of the event history log and component causality of excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and disintegrated. The failed motor assembly was replaced.